Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised the customer to reboot the station and after which the biometric identifier (bio ID) functionality was restored, and no further investigation was required. The system functioned as intended after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier (bio ID) was not functioning properly and prompted users to enter a password, followed by a witness requirement, preventing users from accessing the station. The scanner displayed maintenance indications and failed to recognize fingerprints despite having indicator lights active. The devices affected by this event could cause a delay in access. However, there were no delays or adverse events or injuries reported based on this event.